Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery (rcfa) was attempted with a proglide via a 6f sheath device using the pre-close technique prior to a transcatheter aortic valve replacement (tavr). Reportedly, there was no suture with plunger removal. A second proglide was attempted; however, the suture broke while being set aside in the pre-close technique. The suture end was sufficient in length to use for closure. A third proglide was attempted for suture pre-placement and deployed; however, during removal of the device, there was resistance and the proglide guide separated. Attempts to snare the separated portion of the proglide remaining in the anatomy, via contralateral approach, were unsuccessful. The rcfa was incised and the separated piece was removed. A 14f sheath was used to finish the tavr procedure. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. The patient is doing well after surgery. No additional information was provided.